Event description:
It was reported that the patient experienced a loss of therapeutic effect from the implantable neurostimulator (ins) which began (B)(6). It was noted that the patient may have gone through a security scanner but it was unclear as to the relationship to this event. It was noted that the patient was on program 2 but was not helping and did not increase the stimulation because it was too painful. The patient did have an appointment scheduled for (B)(6) 2012, with his physician. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 3093-33, lot# v833270, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).